Event description:
During use for cardiopulmonary bypass surgery, the air bubble detection system repeatedly alarmed even though air was not present. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.